Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol cap(B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the fluid leaked from the vaginal orifice when injecting saline into the balloon, so the physician removed the balloon and found it leaking. The procedure was completed with a different device, and there were no injuries or additional procedures.